Event description:
Over-infusion. There is no info on the over-infusion, just a note on the pump stating staff complained of over-infusion.

Manufacturer narrative:
Device eval results: pump was returned and the operational logs were downloaded and reviewed. The date of the reported incident is unk. Calls to the user facility to obtain details of the incident were not returned. The last recorded activity in the log was on (B)(4) 2011. The log shows that at 5:02am an infusion was programmed to run with a rate of 150ml/hr and a volume to be deliver of 990ml. The pump ran for 4hrs and 44min then manually placed on hold and turned off by the user with a total volume infused of 706.4ml and 283.6ml remaining, as expected per the set rate of 150ml/hr. The pump was turned back on at 14:46 on the same day and an infusion was programmed with a rate of 80ml/hr with a volume to be deliver of 983.5ml, the pump ran for 2min then manually placed on hold by the user with a total infused of 2.9ml. The pump was then switched from primary to piggyback mode and at 14:49 an infusion started with a rate of 250ml/hr and a volume to deliver or 250ml. The pump ran for 1hr and at 15:50 the pump 'turnover' to primary mode, as expected, the pump then ran in primary mode at a rate of 80ml/hr 'till 17:43. The volume delivered to this point was 400.5ml, as expected. Activity for (B)(4) were reviewed and no over-infusions were observed. The pump log shows the pump operated as programmed and within specs. B. Braun completed an eval of the pump per the complaint handling procedure. The returned pump was tested for volumetric accuracy 3 times with a rate of 999ml/hr and a volume to be delivered of 5ml. The test results were all within specs at 4.93ml, 4.89ml and 4.90ml. The pump met all testing requirements, and no failures were observed. User facility reported no pt injury occurred.